Event description:
It was reported that there was a long "please wait" prompt and that the user was unhappy with the performance time. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the keyboard port was damaged and the programmer went through a hibernation every boot cycle. It was also noted that the electrocardiogram (ECG) connection was loose, the system fan was noisy, the right keyboard hinge was broken, two keyboard keys were not functioning and the power cord door tabs were broken off.